Event description:
It was reported that the device reached elective replacement indicator (eri) with suspected premature battery depletion. It was also noted there was an "unusual" left ventricular (lv) lead that exhibited slightly low impedance and was programmed lv ring to rv coil as any other configuration leads to high threshold or phrenic nerve stimulation (pns). The lv lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion after explant. (B)(4).